Manufacturer narrative:
B3: please disregard event date that was sent in prior report. There is no information available for the event date in this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for about the past 2 weeks, the patient had a loss of stimulation sensation and therapeutic effect. The patient was on program 1 and tried increasing amplitude to the maximum and they were not feeling any stimulation sensation. The patient stated that they had a recent fall but noted the interstim had still been working for a while initially afterwards. The patient reported they tried programs 2 through 7 as well as additional programs a and b during the call and they were not able to feel stimulation on any of them, even at amplitudes above 6.0. It was noted that the patient felt a little bit of stimulation at 4.5 on program c however the feeling did not intensify when increasing to 8.0 which was not typical for patient. The patient stated that usually if they went above 2.0 they would feel stimulation go down the leg and not be able to lift their leg. The issue was not resolved through troubleshooting and the patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.